Manufacturer narrative:
Image review: computed tomography (CT) imaging provided from (B)(6) 2024. Native aortic valve appears to be bicuspid with fusion of the right coronary cusp (rcc) and left coronary cusp (lcc). Calcium near evolut frame seen in ncc and right/left commissure. 29 mm evolut does not appear fully expanded with annulus perimeter and perimeter derived diameter of 66.6 mm/21.2 mm. Implant depth is deep on the lcc and rcc side (lcc 7.4 mm and rcc 8.2 mm). Transesophageal echocardiogram (tee) imaging provided from (B)(6) 2024. Prosthetics leaflets do not appear to be coapting. Prosthetic leaflet (lcc) fluttering suggesting a torn leaflet. Severe central aortic regurgitation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years 11 months following the implant of this transcatheter bioprosthetic valve, the valve failed. Transesophageal echocardiogram (toe) was performed, and showed severe aortic regurgitation (ar). The patient had worsening shortness of breath and abnormal non-coronary cusp (ncc) motion. A non-medtronic (edwards) valve was implanted valve-in-valve. No additional adverse patient effects were reported.